Event description:
A correction report is needed to include that failure to connect did not occur. The set screw was not able to be tightened into the header of the device.

Manufacturer narrative:
The reported event of failure to connect was not confirmed. Visual inspection of the device revealed the device¿s septum was damaged and its setscrew inset was found filled with septum debris and stripped around the opening, consistent with incorrect toque wrench insertion during implant procedure. After removing debris from the setscrew, leads were able to be tighten without any issue. Electrical and mechanical tests performed including lead impedance and output verification did not identify any functional issues.

Event description:
During an initial implant procedure, it was not possible to connect the right ventricular (rv) lead into the header of the device. A new device was used to resolve the event. The patient was stable.